Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). (B)(4).

Event description:
Physician reported that despite connected drain some fluid couldn`t not be remove and pump doesn`t pump the fluid device is going to be send to elsg service deport for repair.

Manufacturer narrative:
(B)(4).

Event description:
Physician reported that despite connected drain some fluid couldn`t not be remove and pump doesn`t pump the fluid device is going to be send to elsg service deport for repair. Additional information from affiliate 3/22/18: the failure was found during procedure. The issue was suction failure. To complete the procedure physician used another one pump the same type. No patient consequences. There was a delay of about 20 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device was received at the service center, however the complaint could not be confirmed. Furthermore, no faults were found with the device. The device is categorized under legacy manufacturing. A review of lot/batch history for each legacy fms product complaint is not possible since legacy manufacturing no longer exists. A review into the depuy synthes mitek complaints system revealed a couple of dissimilar complaints for this serialized device with the product code that was released to distribution. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). H11: corrected data: concomitant medical products- date device returned to manufacturer.